Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the cardiologist that the patient fell and afterwards the controller showed battery disconnect alarm. The controller could not be silenced despite connecting new batteries. The pump was running the whole time. The controller was subsequently exchanged with no reported consequences or impact to the patient. No further information was provided.

Manufacturer narrative:
Additional information was provided indicating that the patient did not experience any adverse events that may have caused or contributed to the reported fall. There was no physical damage noted to the controller or batteries after the fall. The "no power alarm" sounded at the hospital, 45 minutes after the patient fell. The power sources were securely connected to the controller and the driveline connection was considered secure. Power switching was not observed. The battery exchange did not silence the alarm. The issue resolved with the controller exchange. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller (con211907) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, serial ID, or cycle count. Analysis of the device revealed that the controller passed visual inspection but failed function testing as it was unable to display battery capacities. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode on the communication line pertaining to power port one. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, likely due to the damaged diode. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. A possible root cause of the reported event can be attributed to a misalignment of the cac adapter on power port 1 of the controller, causing a voltage spike on the communication pin of the connector. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information, triggering battery alarms. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.